Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock that converted the patients rhythm. Technical services (ts) was consulted and discussed stored data, with the rhythm been a ventricular tachycardia (vt) but therapy was delivered due to t-waver oversensing. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.